Event description:
The customer contacted baxter's service center regarding a system error 2084, which occurred on the homechoice (hc) during set up. The technical service representative (tsr) explained the alarm. The caregiver (cg) stated fluid was leaking as well. The cg will start over with new supplies. Per the baxter technical services representative, samples and lot numbers were unavailable. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(4) 2012 and he said that the leak was near the stem of the patient line. He did not notice anything unusual with any of the previous supplies. Since then the therapy has been going well for the patient . There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.